Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:visual review confirms screw breakage at approximately 1-2 threads from the base of the bone screw head. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Facture surface damage and smearing is noted. Examination of the fracture surface identified a multimodal fracture, with initial region with evidence of progressive convex striations (beach marks) approximately 30% of the way through the cross-sectional area, followed by another region of increased material disruption and a shear lip, which are consistent with overload, and appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms the major and minor bone screw diameter are within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that on an unknown date, post-op, patient complained of pain and non union. Cage was inserted in the original surgery. Revision surgery was performed as a result of this event where revision was done on l5/s1 fusion with replacement of all 4 screws.